Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the display on the insulin pump was blank. The battery cap had been damaged. No ham requiring medical intervention was reported. The customer will discontinue use of the device.